Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician reported on power on the ventilator alarmed due to vent inop. The service technician ran extended self testing and was no longer able to reproduce the reported vent inop. Performance verification testing was completed and all tests passed per operating specifications.